Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and they encountered charring, small foreign material fibers and damaged electrodes. After the procedure, the doctor noticed that the catheter tip looked different. He then looked at it with a macro lens and noticed that there was foreign material in the form of small fibers on the tip and that slight charring was again visible on the plastic ring. There were no patient consequences. Additional information was received indicating the system did not present any error messages and the physician/user did not see any product problem. There were no issues related to temperature and flow on the catheter. The correct catheter settings were selected on the generator and the pump was switching from low flow to high flow during ablation. The patient was anticoagulated and heparinized normal saline was used. No internal components were exposed. The physician considered the charring to be excessive and estimates the patient risk to be increased, however, the patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the manufacturing & expiration dates are currently unavailable. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and they encountered charring, small foreign material fibers and damaged electrodes. After the procedure, the doctor noticed that the catheter tip looked different. He then looked at it with a macro lens and noticed that there was foreign material in the form of small fibers on the tip and that slight charring was again visible on the plastic ring. There were no patient consequences. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. According to pictures provided by the customer, char / thrombus residues was observed between the dome and the first electrode; however, during the visual analysis of the returned device in the lab, no char / thrombus residues were identified. Then a microscopic examination was performed and the irrigation holes were clean, no foreign material were identified. In addition, no damage was identified on the electrode. A temperature and impedance test was performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char / thrombus and foreign material, issues reported by the customer were confirmed based on the picture provided by the customer. The potential cause of the issue cannot be established. The electrode issue reported by the customer was not confirmed. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: contamination of environment by device (c1503) and problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) and dome (g04046) were selected as related to the char / thrombus and electrode damage. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported issue of foreign material. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 11-sep-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).